Event description:
Per clinical trial (B)(6): on (B)(6) 2020, patient underwent bilateral revision breast reconstruction (oncological) using an imf incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedure was fat grafting. On (B)(6) 2020, bilateral breast rippling (upper pole of each breast) was reported. No action was taken. Patient may pursue a second stage of fat grafting and/or exchange of implant size in the future. Resolved without sequelae on unknown date. Review by medical affairs identifies the reported bilateral breast rippling as likely related to the device and not serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of bilateral breast rippling. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.